Event description:
Physician using an omni device reported that the microcatheter portion of the device kinked and broke due to an obstruction in the schlemm's canal. The broken-off part of the micro-catheter was removed and the procedure was completed with a fresh omni device. There was no other medical intervention required as there were no further complications.